Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, patient and device information. Additional components potentially involved in the event include: common device name: dbs extension, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8867998.

Event description:
It was reported patient was scheduled for an ipg replacement and de-tethering extension for an unknown reason. Investigation was unable to determine which extension was involved.

Manufacturer narrative:
Correction: additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 8867998 correction: d6a - implant date the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.